Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The supplier¿s certificates of compliance (dated march 10, 2008, april 1, 2008, and april 14, 2008 for three separate receipts) indicate the parts were manufactured to p/n 391.201. The parts were made to the correct material requirements, and met the hardness and required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheet. There were no mrr¿s, non-conformances reports (ncrs), or complaint related issues with this complaint. The three receipts of this lot were released on march 23, 2008, april 11, 2008, and april 23, 2008. No non- ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service history record review was attempted for the subject device; however, the subject device is a lot-controlled item and therefore, the review could not be performed. The service history evaluation is unconfirmed. Additional dates of manufacture are april 11, 2008 and april 23, 2008. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of the hip on an unknown date, the cable tensioner seized and got stuck on the cable. The cable was able to be detached from the tensioner and another cable tensioner and cable were used to successfully complete the procedure. There was no surgical delay or reported patient harm. The patient¿s post-operative status was reported as ¿fine¿. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Additional manufacturing date: march 26, 2008. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the tensioner froze up. The cause of the issue is unknown. The device was sent to the vendor for repair. The vendor welded a new nose piece to the tensioner. The vendor repaired the device. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.